Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the device on/off charge pak cable harness was inoperative, which would prohibit the device from powering on. The cause of the reported issue was due to an open on the on/off line of the charge-pak cable harness. The customer received a replacement device, and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device on/off button no longer works. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device on/off button no longer works. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.